Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose over 500mg/dl. The customer stated that he called the paramedics the night before, and about midnight his glucose level went up. The customer took a manual injection and the blood glucose dropped. The caller experienced severe chest pain, vomiting, and high ketones. Troubleshooting was performed, and the drive support cap was flush. Assisted the customer to run a manual prime test and the insulin did exit. The time, date, basal rates, and bolus wizard settings were correct. Reviewed the alarm history and found several auto off alarms. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.